Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument was found to have a broken wire. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary finding of pitch cable broken to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load an fatigue (cycling) characteristics. Variation in customer use condition procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Additional observation unrelated to reportable finding: the instrument was found to have corrosion on one or more clamping pulleys in the backend. The root cause of corroded/ contaminated instrument clamping pulleys is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. No investigation required as no image or video clip for the reported event was submitted for review. A review of the instrument log for the tenaculum forceps instrument (part# 420207-10/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the tenaculum forceps instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 5 uses remaining after this last usage. This complaint is being reported based on the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.